Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed; however, the hub and strain relief tubing were separated from the outer tube. The difficulties deploying the stent and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a tight lesion in the hepatic artery with moderate tortuosity, a 6x40x120 xpert self expanding stent system (sess) was advanced with resistance and an attempt was made to deploy the stent; however, the stent was unable to be deployed and the proximal shaft separated into two pieces. Reportedly, no force was applied and there was no partial deployment of the stent. The distal portion of the sess was simply withdrawn from the patient's anatomy. A new same size xpert sess was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.